Event description:
The patient reported that they tried the intrathecal pump trial and it turned out to be a disaster. They stated that a doctor performed a drug injection straight into the spinal column and it ¿basically paralyzed them from the waist down for about six hours¿. This occurred in (B)(6) 2013. The medication was clonidine. The patient later reported that the paralysis resolved in six hours and they were allowed to go home that evening. The grogginess from the medication resolved in about twenty hours. The patient stated they had a history of poor tolerance to medication.

Manufacturer narrative:
(B)(4).